Event description:
It was reported that the customer had issues inserting her sensor and then received calibration errors. The customer's blood glucose level was 173 mg/dl. The customer stated she used three sensors before the issue was resolved. The product was returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor passed per specification with accurate readings. It was also found that the needle hub separated from the sensor's base. An insertion anomaly test was unable to be performed due to the complaint against the enlite-serter.